Event description:
The ventilator did not meet a performance specification while being prepared for pt use. The mean airway pressure (map) could not be established during the performance check. The pt was not compromised.